Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received flashing display. The customer¿s blood glucose level was 168 mg/dl. Customer stated that the no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer also stated that the insulin pump was broken. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.